Event description:
This patient first had a total hip replacement in the late spring of 2003. She did well with the ceramic-on-ceramic joint, but experienced non-painful "clicking" in her joint. She had a subsequent left total hip arthroplasty for which she has had no difficulty. At her most recent clinic visit several months ago, she noted a painless noise coming from her hip. This noise sounded like a "crunching" of the hip. Since the implant is a ceramic-on-ceramic joint, there was considerable concern that the "crunching" could be due to ceramic fracture. The imaging studies did not show ceramic fracture. However, due to the potential for the noise to be a problem with either the ceramic joint or the modular neck, we suggested that she have an additional exploratory surgery to repair whatever is found. This surgery would also change the articulating surfaces from ceramic-on-ceramic to metal-on-polyethylene.